Event description:
Bipap machine soot found in nostrils and around mouth when daughter with special-needs woke up. This event has happened three times each time we have changed filter, in two days filter is black filled with soot. In the morning of each event daughter has difficulty talking, sore throat, congested, and hard time breathing. We have notified manufacturer and third-party vendor of malfunctioning machine. FDA safety report ID# (B)(4).